Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device service was down. A technical support specialist (tss) received an alert that the carefusion data synchronization service might not be running. The tss connected to the station and confirmed that the data synchronization service was stopped. The tss started the service via command shell, after which it started successfully, and the station resumed uploading, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device service was down. The system had an issue where the carefusion data synchronization service was stopped for more than 5 minutes, and an unhandled exception occurred while processing the database optimize indexes job. However, there were no delay and adverse events or injuries reported based on this event.